Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature vergamini, l. B., ito, w., choi, n., du, h. E., sardiu, m. E., neff, d., duchene, d. A., molina, w. R., & whiles, b. B. (2024). Holmium: yttrium-aluminium-garnet laser with moses technology is more efficient than thulium fibre laser in supine mini-percutaneous nephrolithotomy. Bju international, 134(2), 276 - 282. Https://doi.org/10.1111/bju.16392.

Event description:
It was reported to boston scientific via an article that a study was conducted to determine the paucity of literature comparing outcomes achieved with utilization of lumenis pulse p 120htm with moses technology versus those achieved with the thulium fiber laser (tfl) in mini-percutaneous nephrolithotomy (pcnl). A retrospective review was performed of patients undergoing supine mini-pcnl between august 2021 and may 2023. A total of 113 patients met the inclusion criteria, 51 mini-pcnls with the ho: yag laser and 49 with the soltive super pulsed thulium fiber (sptf) laser. No significant differences in demographics or stone characteristics were detected between the two groups. The ho: yag laser utilized less energy and time, resulting in higher ablation efficiency and less total operating time. Overall, there was no difference in stone-free rate (sfr) in any category between the ho: yag group and the sptf group. Although the researchers observed an equivalent postoperative sfr, this study supports a shorter operating time and greater intra-operative laser efficiency with the ho: yag laser over the sptf laser in mini-pcnl. Following the procedures, there were complication such as postoperative ureteric stent, postoperative nephrostomy tube, ureteric injury, grade I and grade ii.

Event description:
It was reported to boston scientific via an article that a study was conducted to determine the paucity of literature comparing outcomes achieved with utilization of lumenis pulse p 120htm with moses technology versus those achieved with the thulium fiber laser (tfl) in mini-percutaneous nephrolithotomy (pcnl). A retrospective review was performed of patients undergoing supine mini-pcnl between august 2021 and may 2023. A total of 113 patients met the inclusion criteria, 51 mini-pcnls with the ho:yag laser and 49 with the soltive super pulsed thulium fiber (sptf) laser. No significant differences in demographics or stone characteristics were detected between the two groups. The ho:yag laser utilized less energy and time, resulting in higher ablation efficiency and less total operating time. Overall, there was no difference in stone-free rate (sfr) in any category between the ho:yag group and the sptf group. Although the researchers observed an equivalent postoperative sfr, this study supports a shorter operating time and greater intra-operative laser efficiency with the ho:yag laser over the sptf laser in mini-pcnl. Following the procedures, there were complication such as postoperative ureteric stent, postoperative nephrostomy tube, ureteric injury, grade I and grade ii.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematoma and laceration are a known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block g2: literature vergamini, l. B., ito, w., choi, n., du, h. E., sardiu, m. E., neff, d., duchene, d. A., molina, w. R., & whiles, b. B. (2024). Holmium:yttrium-aluminium-garnet laser with moses technology is more efficient than thulium fibre laser in supine mini-percutaneous nephrolithotomy. Bju international, 134(2), 276 - 282. Https://doi.org/10.1111/bju.16392.